Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v477185, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a urinary tract infection. There was a positive urine culture. The patient was treated with zosyn, and it was noted that it was concurrent treatment for pneumonia. It was reported that the event resolved without sequelae.